Event description:
It was reported that a cartridge change error occurred. There was no reported impact to customer's blood glucose. Customer inspected and cleaned pump, discarded damaged cartridge, and attempted to load new cartridges with support from technical support, but error persisted, so pump was placed in storage mode and arranged for replacement under warranty while customer used multiple daily injections as backup therapy, with plans to re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using provided shipping label.